Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on a production record review, historical analysis of similar complaints and the available information, the legal manufacturer determined the likely cause of the power switch malfunction was related to the power switch design. The likely cause of the cracked scope socket, identified on device evaluation, is attributed to an accidental impact while connecting the videoscope to the subject device. As stated in the instructions for use, as a preventive measure, "do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur."

Manufacturer narrative:
The device was returned to olympus for evaluation and the user facility report was confirmed. The evaluation results identified failure of the switch mechanism. Additionally, the lower lip of the scope socket is cracked. The device was serviced with replacement parts of the switch and socket. Following part replacement the device passed functional testing and was returned to the user facility. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the power switch malfunction broken power switch. The reporter stated that this occurred during preparation for use so no patient involvement. No additional information was provided.